Manufacturer narrative:
(B)(4). The lot 13h014 was manufactured august 7, 2013 - august 8, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not deliver medication. This occurred during patient infusion of flucloxacillin. This was noticed by the patient upon waking up, the day after infusion began. There was no patient injury or medical intervention associated with this event, though the reporter stated that the patient missed 24 hours of infusion therapy. No additional information is available.